Event description:
It was reported that a patient email was received (B)(6) 2011 that noted a painful situation ¿even after several medical consultations.¿ it was noted that the device was implanted (B)(6) 2010. The patient stated that after an appointment with the doctor they ¿deprogrammed¿ the device. It was noted that after the appointment the pain increased. It was noted that the patient had another appointment with a different doctor. It was noted that the patient was waiting for ¿some urgent action¿ and questioned how to proceed in the case. It was noted that the patient ¿still questioned about the battery length¿ and if it would be necessary to change the device. In response to the question ¿was there an injury or death¿ ¿yes¿ was selected and it was described as the patient was feeling pain. It was noted that the product was used in the patient. The event occurred post-operatively. It was noted that it was unknown if any actions were required as a result of the event. It was also noted that ¿product¿ was replaced. It was noted that the product would be returned. It was later reported that they were trying to contact the distributor to obtain more information. It was noted that they were unable to obtain more information as of (B)(6) 2011. It was noted that no product was returned. It was later reported that there were no devices available for analysis.

Manufacturer narrative:
(B)(4).